Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was loose and dislodged from the pump. Additionally, the customer performed the fill tubing sequence while connected at the site. Customer's blood glucose level was reportedly "low" (under 40 mg/dl) as indicated on the continuous glucose monitor. Juice was consumed to address bg level.